Event description:
According to the reporter: the mesh tore when it was being removed from the package for use. Opened another. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).